Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7069517, medical device expiration date: 03/31/2022, device manufacture date: 04/05/2017. Medical device lot #: 7143585, medical device expiration date: 05/31/2022, device manufacture date: 05/31/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd plastipak¿ 3 ml veterinary syringe with 22g x 1" needle had barrel cracked, which cause leakage of medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Samples/ photos analysis: a sample was received for the defect referring to lot 7069517 where it was possible to observe the cracked cylinder defect. No sample or photo received for 7143585. There is no evidence of failure for lot 7143585, it is not possible to confirm the occurrence for this. DHR review: the manufacturing date for the batch was: batch 7069517: april, 06th to 08th, 2017. Batch 7143585: june, 07th to 10th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine. No records related to failure were found. However, the way in which the syringe packaging was opened, which was done in an inadequate way, could contribute to damage the product. The internal action for product quality improvement, will be performed the blitz # 44/2018 for defects of damaged components and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the barrel of a bd plastipak¿ 3ml veterinary syringe with 22g x 1" needle had barrel cracked, which cause leakage of medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the barrel of a bd plastipak 3ml veterinary syringe with 22g x 1" needle had barrel cracked, which cause leakage of medication. There was no report of exposure, injury or medical intervention.